Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3; reference MFR report: 1627487-2019-03084, 1627487-2019-03085. It was reported that the patient has been experiencing ineffective stimulation that began approximately two years ago. In turn, they stopped charging their scs ipg as recommended, causing it to become inoperable. Surgical intervention may occur to address the issue.